Manufacturer narrative:
The device was returned to a third-party service center for evaluation. Evaluation of the device indicated the device passed and all testing without any faults found. Based on the service evaluation of the device, there is no evidence indicating a reportable malfunction occurred or that therapy was affected. The investigation findings did not uncover any details that would change or modify the risk of the device.

Event description:
The manufacturer received information that a rental, dreamstation st30, device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.